Event description:
As posted on a bd social media advertisement, "had a hernia in 2004. Dr. Used mesh. Not sure what kind in fl. Now this november was so sick visiting family. Went to ER in pa. Admitted me after a cat scan and had 3-hour surgery next day. Serious and almost septic from damn mesh. Dr had to resect part of my bowel. So sick was on the hospital 2 weeks went home with a "vac" machine for a month. Large opening had to heal from inside out. Nurse came every other day to change dressing. Physical therapy, doing better but my bloodwork is out of whack. Bottom line if you do not feel well insist on a cat scan. If I had waited a few more days, I wouldn't be here." The device and device manufacturer of the implanted mesh was not specified in the comment.

Manufacturer narrative:
As alleged per a social media comment, the patient underwent implantation of an unspecified mesh device in 2004. As alleged in (B)(6) 2025 the patient experienced complications including infection, wound dehiscence, and additional surgery. The actual device and device manufacturer used to treat the patient in 2004 was not identified. Based on the limited information available, no conclusion can be made. Product identifiers were not provided, as such a review of manufacturing records is not possible. Note, the date of event (15-nov-2025) is considered to be the best estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.